Event description:
It was reported that 2 bd pen ndl 31ga 8mm had outer cover attachment issues. The following information was provided by the initial reporter : the consumer reported attempting to remove the pen needle after use the outer cover does not attach properly therefore unable to remove it. Samples : available

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd pen ndl 31ga 8mm had outer cover attachment issues. The following information was provided by the initial reporter : the consumer reported attempting to remove the pen needle after use the outer cover does not attach properly therefore unable to remove it. Date of event : unknown. Samples : available.